Event description:
It was reported that a spectrum pump alarmed for a constant downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Downstream occlusion alarms were confirmed through the event history log and were determined to be caused by a force sensor assembly that is out of tolerance. The downstream pressure plate gap and the downstream sensor current readings were found to be out of specification. The force sensor assembly was recalibrated to ensure expected performance.